Event description:
It was reported that the patient presented remotely. Upon review, the left ventricular (lv) lead exhibited high pacing impedance and high capture threshold. Programming changes were made. The patient was stable throughout.